Event description:
The customer used the device to check their blood glucose and obtained a result of 355 mg/dl. They dosed 20 units of 70/30 and 20 units of r insulin. They were then sweaty and shaky and became nonresponsive. They were taken to the ER and their glucose was 38 mg/dl. They were given a glucagon injection and a glucose IV until their blood glucose rose to 215 mg/dl. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.